Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. Double stop technique was performed to stop the ablation. The case was completed with cryo. The pnp did not recover after the procedure. It was further reported that the that the pnp slightly improved, but shortness of breath was noted after discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least seven applications were performed with catheter 2af284/05442-41 on the date of the event, application number two had flow, pressure and temperature fluctuation. Additionally, the data files showed at least thirteen applications were performed with catheter 239f3/94209-85 without any issue on the date of the event. Clinical issue (phrenic nerve injury) was encountered during the procedure. The balloon catheter 2af284/05442-41 and coaxial cable 203cx were not returned for investigation. In conclusion, this is a clinical issue (phrenic nerve palsy) was encountered during the procedure. The balloon catheter and coaxial cable were not returned for investigation. The reported fluctuation in the flow and pressure does not relate to the reported clinical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, 09:44:12: new incoming information indicated that the phrenic nerve palsy (pnp) slightly improved, but shortness of breath was noted after discharge.